Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with tina-quant c-reactive protein IV on a cobas 8000 c702 module. The customer noted that both patient and quality control recovery have increased significantly. After re-calibration and quality control testing, the reagent performs acceptably. Three examples were provided of patient samples with discrepant crp results. The first sample initially resulted in a crp value of 62.96 mg/l and it repeated as 46.4 mg/l. The second sample initially resulted in a crp value of 78.11 mg/l and it repeated as 58.1 mg/l. The third sample initially resulted in a crp value of 240.48 mg/l and it repeated as 181.8 mg/l.

Manufacturer narrative:
The serial number of the c702 analyzer is (B)(6). The field service engineer adjusted sample probes, reagent probes, and mixers. The reagent probe wash volumes were checked. The investigation is ongoing.